Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') and genital haemorrhage ('gen. Abnormal bleed') in a 31-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, joint effusion, fractured femur (excl neck), arthralgia, acne, backache, oligomenorrhea, vitamin b12 deficiency, pain in extremity, peripheral swelling, nicotine dependence, constipation, ovarian cyst, patellofemoral pain syndrome, plica syndrome, arthroscopy, abnormal gait, weight loss and abdominal pain. Concomitant products included buspirone since (B)(6) 2011, clonazepam since (B)(6) 2011, duloxetine hydrochloride (cymbalta) since (B)(6) 2011, ethinylestradiol;levonorgestrel (amethyst) from (B)(6) 2013 to (B)(6) 2013, ethinylestradiol;levonorgestrel (lybrel) since 2008 to (B)(6) 2013, fluoxetine since august 2011, phentermine hydrochloride;topiramate (qsymia)(B)(6) 2013 to (B)(6) 2013 and trazodone. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic,"), hypersensitivity ("allergy: other"), depression ("psych injury/ depression") and anxiety ("mental anguish"). The patient was treated with surgery (hyst. (Full),salping unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, hypersensitivity, menorrhagia, weight increased and vaginal haemorrhage had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, weight gain she did not received treatment for psych injury. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.37 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on 13-sep-2013: impression: 1. Competent bilateral fallopian tube occlusion with no evidence of "spillage" into the peritoneal cavity. 2. Irregular filling defects within the uterine cavity centrally and toward the right suggest synechiae. 3. The uterine cavity contour is mildly arcuate in configuration.; on 13-nov-2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Osteonecrosis - on (B)(6) 2014: impression: 1. Small joint effusion. 2. Subtotal cartilaginous avulsion defect in the centralarticular surface medial femoral condyle without evidence of involvement of the underlying bony substance.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: outcome of event abnormal bleeding (vaginal) was updated to recovered/resolved. Reporter was added we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic,"), dysmenorrhoea ("dysmenorrhea (cramping)"), hypersensitivity ("allergy: other"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full),salping unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, hypersensitivity, menorrhagia and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, psychological trauma and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, weight gain she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: events abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, allergy: other, psych injury, weight gain were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, joint effusion, fractured femur (excl neck), arthralgia, acne, backache, oligomenorrhea, vitamin b12 deficiency, pain in extremity, peripheral swelling, nicotine dependence, constipation, ovarian cyst, patellofemoral pain syndrome, plica syndrome, arthroscopy, abnormal gait, weight loss and abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2011 and phentermine hydrochloride;topiramate (qsymia) (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic,"), hypersensitivity ("allergy: other"), depression ("psych injury/ depression") and anxiety ("mental anguish"). The patient was treated with surgery (hyst. (Full),salping unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, hypersensitivity, menorrhagia and weight increased had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, weight gain she did not received treatment for psych injury. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.37 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: impression: 1. Competent bilateral fallopian tube occlusion with no evidence of "spillage" into the peritoneal cavity. 2. Irregular filling defects within the uterine cavity centrally and toward the right suggest synechiae. 3. The uterine cavity contour is mildly arcuate in configuration.; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Osteonecrosis - on (B)(6) 2014: impression: 1. Small joint effusion. 2. Subtotal cartilaginous avulsion defect in the centralarticular surface medial femoral condyle without evidence of involvement of the underlying bony substance. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received. Lot number was added. New events added: abnormal bleeding (vaginal), anxiety, previously added psych injury event was updated to depression. Concomitant drugs and concomitant conditions and medical history, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic/chronic') and genital haemorrhage ('gen. Abnormal bleed') in an adult female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, joint effusion, fractured femur (excl neck), arthralgia, acne, backache, oligomenorrhea, vitamin b12 deficiency, pain in extremity, peripheral swelling, nicotine dependence, constipation, ovarian cyst, patellofemoral pain syndrome, plica syndrome, arthroscopy, abnormal gait, weight loss and abdominal pain. Concomitant products included duloxetine hydrochloride (cymbalta) since (B)(6) 2011 and phentermine hydrochloride;topiramate (qsymia) (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping), dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding),") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain/weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic,"), hypersensitivity ("allergy: other"), depression ("psych injury/ depression") and anxiety ("mental anguish"). The patient was treated with surgery (hyst. (Full),salping unilateral),oophorectomy (unilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, hypersensitivity, menorrhagia and weight increased had resolved and the depression, vaginal haemorrhage and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/ abdominal, chronic, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),gen. Abnormal bleed, weight gain she did not received treatment for psych injury. Current weight 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 79.37 kgs. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2013: impression: 1. Competent bilateral fallopian tube occlusion with no evidence of "spillage" into the peritoneal cavity. 2. Irregular filling defects within the uterine cavity centrally and toward the right suggest synechiae. 3. The uterine cavity contour is mildly arcuate in configuration.; on (B)(6) 2013: total bilateral occlusion. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Osteonecrosis - on (B)(6) 2014: impression: 1. Small joint effusion. 2. Subtotal cartilaginous avulsion defect in the centralarticular surface medial femoral condyle without evidence of involvement of the underlying bony substance.. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; pelvic pain, dysmenorrhea, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.